Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) physically split into two pieces, consistent with a hardware breakage of the display assembly. Symptoms included no reported adverse clinical effects. Outcomes included no reported clinical impact or need for medical care. Investigation included collection and review of customer-provided photographs and case documentation. Investigation of this case revealed visible physical damage consistent with a broken or delaminated screen and housing separation. It was concluded that the device experienced a mechanical failure of the hardware component, and a replacement device was provided with user education on relearning and proper use.